Manufacturer narrative:
D4: full UDI not available as device is unknown.

Event description:
During a surgical procedure, the attachment for a stryker electric drill became hot while in use. The attachment contacted the surgical drape, resulting in thermal transfer through the drape to the patient's skin. This caused a superficial burn approximately the size of a pencil eraser.